Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing elevated blood glucose (bg) levels since (B)(6) 2016. Bg level was reported to have elevated up to 365 mg/dl. Elevated bg level was addressed by delivering boluses with the pump. The customer stated that during the fill tubing step of the load process, filling took more insulin than expected, and that the elevated bg levels could have been due to this issue. Reportedly, the customer uses cold insulin to fill the cartridge. The customer was instructed regarding the proper load process.